Manufacturer narrative:
Expiration date/manufacturing date: added the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use, however resistance was encountered just as the device was advanced past the hub of the microcatheter. Therefore, based on all available information, it was concluded that procedural factors contributed to the reported damage to the retriever.

Event description:
During the procedure, resistance was experienced during insertion and advancement of the retriever beyond the hub of the microcatheter. It was reported that when the physician removed the retriever, it was observed that it was fractured a few inches proximal to the stent retriever pusher wire. The device was safely removed from the patient without complications.

Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, resistance was experienced during insertion and advancement of the retriever beyond the hub of the microcatheter. It was reported that when the physician removed the retriever, it was observed that it was fractured a few inches proximal to the stent retriever pusher wire. The device was safely removed from the patient without complications.